Event description:
It was reported that the pump touch screen was heavily scratched that they were unable to read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.